Event description:
The customer reported greater than five milliliters of clear fluid leaked outside the instrument and onto the counter involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed the fluid was diluent and leaked from the differential shear valve. The fse discovered the differential shear valve was covered with isoton buildup causing the valve to not move smoothly. The fse removed and cleaned the shear valve and confirmed there was no clog in the ports. The fse reinstalled the differential shear valve and resolved the issue. No new fluid leak was noted. In addition, the fse discovered another fluid leak in the retic shear valve and noted the actuator pivot was worn and the shear valve was old causing the ceramic plate in the retic shear valve to be misaligned. The fse replaced the retic shear valve and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).